Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1; a4: internal number was used as patient identifier was requested but not provided by author. Patient weight was also unavailable. H6 - code b14 and b17: device lot/serial number was not provided. Therefore, device manufacturing record history could not be reviewed. Literature did not indicate any explants were performed and no devices or images were returned to gore for evaluation. Therefore, direct product analysis was not possible. Literature reviewed: addressing complications of large bore access in endovascular and cardiovascular procedures: an illustration of treatment options. Authors dipankar mukherjee, bibhas amatya, melissa lirag and nelson bernardo. Vascular. 2024. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature reviewed: addressing complications of large bore access in endovascular and cardiovascular procedures: an illustration of treatment options. Authors dipankar mukherjee, bibhas amatya, melissa lirag and nelson bernardo. Vascular. 2024. A case report of a 74-year-old female who had previous open repair for type a aortic dissection and now presented with progressive aneurysmal degeneration of the descending thoracic aorta, which was favorable for tevar in zone 2 of the aorta using a gore tbe endograft. A branch endoprosthesis for the left subclavian artery was performed using an endograft and an 11mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Coverage of zones four and five of the descending thoracic aorta was completed using terumo and endografts. Following the removal of the 26 fr gore® dryseal sheath from the right common femoral artery, the patient went into shock and cardiopulmonary resuscitation was started. Angiogram showed disruption of the right external iliac artery [eia] with massive hemorrhage. The proximal right superficial femoral artery was accessed and a 10x59 vbx device was deployed, followed by a 10x 39 and 8 x 59 vbx devices to treat the eia and stabilize the patient. The patient was then transferred to ICU. Later that day, the patient became hypotensive and returned to interventional radiology suite for additional imaging. There was ongoing bleeding between the previously deployed vbx devices (type iii endoleak). The endoleak required additional implantation of 10 x 39 vbx device in the distal eia extending into the proximal common femoral artery. There were no additional complications, and patient remains well at one year post intervention.

Manufacturer narrative:
Literature mentioned there was ongoing bleeding between the previously deployed vbx devices (type iii endoleak). The endoleak required additional implantation of 10 x 39 vbx device in the distal eia extending into the proximal common femoral artery. There were no additional complications, and patient remains well at one year post intervention. A second vbx device may have possibly be implicated with the type iii endoleak. Author was requested to provide further details, but no response was received. It is unknown if the adverse event involved one or both devices, if there was a disconnection.